Event description:
While placing the device in a female patient from the left approach, the physician unsheathed the filter and the pt was immediately moaning in pain. (The physician said with this approach, the filter hook was up against the caval wall perhaps accounting for the pt's discomfort)? He stated that he was above the renal veins so he then recaptured the as yet undeployed tulip (he said he encountered no resistance. The physician adjusted his location and unsheathed and deployed the filter. When the filter was deployed it was noticed that the four legs were in a normal position but that the "tulip leaves" were pushed up towards the top of the filter. This filter is still in the pt.